Event description:
It was reported that the doctor counter sunk the broach by 4mm but stem sat proud about 8mm. Doctor had to switch head size to a minus head which he did not originally intend to do.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. The device remains implanted. Additional info pertaining to the device(s) referenced in this report was requested. If it becomes available, the eval summary will be submitted in a supplemental report.